Event description:
It was reported the handpiece is giving solid tones. It was requested that the hospital's biomed dept check out the unit. The purchasing agent returned with the results that biomed found the unit inoperative and that they were very familiar with the diagnostic procedure. The customer is requesting a replacement immediately.